Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files confirmed poor temperature profiles in applications 12 and 15 despite good flow and pressure with the catheter. Also, 22 applications were performed with the catheter on the date of the event. The system notice indicating that the safety system detected a compromised outer vacuum (#12218) did not record in the data files. The catheter was not returned for analysis or investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryoablation procedure, a preventative maintenance visit took place the next day, and it was noted that there was blood inside the balloon catheter from the case. The console was serviced as appropriate. No patient complications have been reported as a result of this event.